Event description:
It was reported that during cleaning and sterilization, the customer noted broken wires on the prograsp forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. The instrument was also found with a frayed pitch cable at distal idler location. There was no damage found on the pulley and/or clevis area. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.